Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. In addition, the pump battery gauge dropped from 60% battery life to 5%, then went back up to 35%, even though the pump was unable to be charged. The customer's blood glucose (bg) level was impacted (250 mg/dl). The customer temporarily increased the pump basal rate and took a manual injection. It was indicated that the customer would continue to use the pump and would contact the healthcare provider, if needed, for alternate insulin therapy.